Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned, analyzed, and the battery was found to have high impedance.

Event description:
It was reported that the device tripped elective replacement indicator. The patient came to the clinic for symptoms of feeling palpitations while resting. The device was explanted and replaced. No patient complications have been reported as a result of this event.